Event description:
It was reported that the patient¿s device was at eos (end of service) / eol (end of life), was unable to get a normal charging screen, and the patient was scheduled for a device replacement in three days. It was noted that the patient had overdischarges in the past. Additional information received reported the cause of the issue was determined to be overdischarge. The patient had the device replaced. No patient outcome was provided.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial #(B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3587a, lot # lb9076, implanted: (B)(6) 2004, product type lead. (B)(4).